Manufacturer narrative:
PMA/510(k) #: p200023. Section d: common name - qan. The unknown devices of unknown lot numbers involved in this complaint were implanted in the patients and was not available for evaluation. With the information provided a document-based investigation was conducted. As the rpn and lot numbers of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver vena venous self expanding devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing/underlying conditions. From the literature article it is known that the patients had pre-existing conditions of post-thrombotic obstructions or iliac vein compression. It should be noted that the instructions for use outline occlusion of the stented vein as a potential adverse event. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends according to the initial report intervention/additional procedures to prevent permanent impairment/damage was required.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: van vuuren et al 2019 (zilver vena) ¿ ¿relevance of flexibility versus radial force in rigid versus more flexible venous stents?¿ in our dedicated tertiary referral centre, a cohort of patients with deep venous obstruction have been treated with flexible venous stents. Currently, most subjects are stented with the zilver vena or sinus venous stent. Occlusion of the stent occurred in 3 stents. As per medical advisor: require intervention/additional procedures to prevent permanent impairment/damage.

Manufacturer narrative:
(B)(4). PMA/510(k) #: p200023. Product code: qan. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Van vuuren et al 2019 (zilver vena) ¿ ¿relevance of flexibility versus radial force in rigid versus more flexible venous stents?¿ in our dedicated tertiary referral centre, a cohort of patients with deep venous obstruction have been treated with flexible venous stents. Currently, most subjects are stented with the zilver vena or sinus venous stent. Occlusion of the stent occurred in 3 stents. As per medical advisor: require intervention/additional procedures to prevent permanent impairment/damage.